Manufacturer narrative:
This report is submitted on june 28, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the recipient experienced recurrent hematomas with wound aspirations. The implanted device remains. The recipient is under clinical management. (Recipient and the device information not reported).